Event description:
It was reported that pump displayed occlusion alarm, but technical support could not confirm specific alarm in pump history and caller was unsure of exact event date. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer changed infusion set and cartridge, resumed insulin use, and indicated no frequent or recurring occlusion issues, so no further assistance was requested and technical support closed case after multiple unsuccessful follow-up attempts.